Event description:
It was reported that during a peripheral stenting treatment procedure, stent damage occurred. Vascular access was obtained via the groin using a 6f non-bsc sheath. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). An epic self-expanding stent delivery system (sds) was successfully advanced to the target lesion without the use of a guide catheter. Upon deployment the epic self-expanding stent was scrunched. Another epic stent was deployed to cover remaining proximal portion of the target lesion. A third stent was deployed to cover the remaining scrunched portion of the epic self-expanding stent. No further patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.